Manufacturer narrative:
Based on our investigation, we can conclude that the guide trajectory aligns with the doctor's treatment plan which was planned buccally by the doctor. Additionally, no issues were found during the guide's quality analysis, and no fit issues were reported by the doctor. Therefore, the doctor may have incorrectly perceived that the trajectory deviated from his treatment plan.

Event description:
After using the guide for surgery, the doctor took a periapical x-ray and determined that the implant was too buccal. The implant was removed and the site was grafted.